Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit has chipping paint and cracked plastics. There was no patient involvement.

Manufacturer narrative:
The fse that encountered these issues sent the cleaning instructions to biomed. The fse replaced the upper inside badge label (0334-00-1809), the cardiosave hybrid label ID ((B)(6)), the upper display bezel ((B)(6)), and the lower display bezel ((B)(6)). The fse performed a pm, full calibration, and tested the unit. The iabp returned to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had chipping paint and cracked plastics. The fse found the ink on the stickers located on the monitor was coming off and the bezels were cracked. Fse found an over abundance of cleaning solution residue on the monitor. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.